Event description:
Oracle ro: (B)(4). It was reported that a consistent check clutch/plunger lever error occurred. Patient involvement is unknown.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with the crack on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Combination of lead screw and both clutch halves were found slipping during occlusion test. Replaced lead screw and both clutch halves also upgraded the software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. (Updated h6 event problem patient code).